Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographics were not provided.

Event description:
It was reported that the spike broke.

Event description:
It was reported that the spike broke. Per the attached hand written note, it was confirmed that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Correction; h.6. (Patient code). The customer¿s report of the spike broke was confirmed upon initial visual inspection. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. During visual inspection it was observed that a portion of the set¿s drip chamber spike was broken off. The breakage of the drip chamber spike tip was caused by an external lateral force. The root cause of the external lateral force was not identified.